Event description:
It was reported the patients pump pocket was infected. The pump site also had redness and drainage. The pump was visible at the incision sight due to dehiscence. The event resulted in surgical abandonment/capped and the device was explanted (on (B)(6) 2014) and not replaced. The patient was also hospitalized. The pump was used to deliver sufentanil, bupivacaine, clonidine and compounded baclofen. The event was reported as ongoing as the date of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, lot # unknown, explanted: (B)(6) 2014, product type catheter; product ID 8711, lot # j11151r61, implanted: (B)(6) 2002, explanted: (B)(6) 2014 product type catheter. (B)(4). Analysis of the pump (sn (B)(4)) found no anomaly. Analysis of the catheter (lot # j11151r61) found no significant anomaly, the catheter was returned incomplete/in segments and met acceptable testing. Analysis of the catheter (lot # unknown) found the sc connector had coring/tears/cuts in seal that met leak criteria per (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, wound cultures came back (B)(6) for (B)(6). The patient was given intra venous antibiotics, and they were referred to an infectious disease consultant. A peripherally inserted catheter (pic) line was inserted by the patient¿s doctor on (B)(6) 2014, and they were sent home with a pic line on home health care. Intravenous antibiotics were also administered through home health care. The event resulted in a serious deterioration in the health of the patient. There was no permanent impairment of a body function or permanent damage to a body structure, and there event did not result in a life threatening illness or injury.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter.

Event description:
As of a (B)(6) 2015 office visit, the infection was no longer present, and there was complete healing. The patient resolved without sequelae.

Manufacturer narrative:
(B)(4).